Manufacturer narrative:
The swan-ganz catheter of the reported complaint was received by our product evaluation laboratory for a full evaluation. As received, balloon was found ruptured at the central area. The balloon edges did not appeared to match up at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body and returned syringe. Based on further engineering investigation, the reported event was confirmed. There is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. A definite root cause was unable to be determined. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, the balloon of this swan-ganz catheter burst. There is no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, balloon was found ruptured at the central area. The balloon edges did not appeared to match up at the ruptured region. Patient demographics were not provided.